Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06941. It was reported that balloon rupture occurred. The target lesion was located in the saphenous vein graft. A 2.50mmx12mm apex¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed form the patient. A 9mm 3.00 maverick balloon catheter was then advanced for further dilatation. However, during first inflation at 6 atmospheres, the balloon also ruptured. The device was completely removed from the patient. The procedure was completed with a 3.0x12mm nc quantum balloon catheter. No patient complications were reported and the patient's status was okay.